Event description:
It was reported that: "one of the metal pieces around the tip of the inserter was broken."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional info becomes available, then, it will be submitted in a supplemental report.